Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial and fungal peritonitis. The cause of the peritonitis was reported as due to intra-abdominal or systemic process. As the reported cause of the peritonitis could not be clarified, the cause will be considered unknown. The same day as event onset, the patient was hospitalized for the event. Three days after hospitalization the patient began treatment with intraperitoneal (ip) levaquin (dose and frequency not reported) and ip gentamicin (dose and frequency not reported). Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from the event. No additional information is available.